Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) was removed on (B)(6) 2018 because the ins was bothering them. They stated that it wasn¿t working. The patient did not know the date the issues began. No further complications were reported or anticipated.